Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that patient reported scooting down in the couch, she felt the wire pull and felt the dressing pull up. She went to bathroom. Looked. Saw the wire and dressing was pulling loose. She trimmed away dressing to clean it up and accidentally cut the wire. She knew she cut the wire because the way it felt. She could see the wire sticking out of the skin on her right side. She didn¿t do anything else but put her underwear on and over the lead insertion site and dressing that was remaining. She went to bed. All this occurred after 10 pm. Patient reported a loss of therapy. I was notified the next morning 6/24 and saw her in clinic at 08:30 am. No wire was on the right side. The wire on the left side had been cut. The wire on the left side was completely removed as well as the remaining dressing. Patient went home and found the wire on her bathroom floor that was previously on her right side. The trial is complete at this time. The issue was confirmed resolved.

Manufacturer narrative:
Concomitant medical products: product ID 309201, lot# 60369664, product type screening, device product ID 306001, lot# 60334843, product type screening device. References the other relevant device(s) are: product ID: 309201, serial/lot #: (B)(4), ubd: 08-jun-2023, UDI#: 00763000295547 ; product ID: 306001, serial/lot #: 60334843, ubd: 25-nov-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 309201, lot# 60369664, product type: screening device, product ID 306001, lot# 60334843, product type: screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.